Manufacturer narrative:
The reported events were lead dislodgement and high capture threshold. As received, a complete lead was returned in one piece with all the tines intact. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies on the lead except for the damage found consistent with procedure damage.

Event description:
Related manufacturer report number: 2017865-2024-00895 it was reported during in clinic follow up that the right ventricular lead exhibited high capture threshold. Imaging revealed that the atrial lead had dislodged. Both leads were explanted and successfully replaced. The patient was stable and asymptomatic.

Event description:
Additional information received noted that the atrial lead exhibited high capture threshold.